Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered two bursts of anti-tachycardia pacing (atp) and two shocks as inappropriate therapy for a suspected atrial fibrillation (af) with rapid ventricular response (rvr). Technical services (ts) was consulted and discussed stored data as well as available programming options. This device remains in service. No additional adverse patient effects were reported.